Manufacturer narrative:
Cioppa, a., et al. (2017). "Combined use of directional atherectomy and drug-coated balloon for the endovascular treatment of common femoral artery disease: immediate and one-year outcomes." Eurointervention 12(14): 1789-1794. Doi: 10.4244/eij-d-15-00187

Event description:
Between january 2012 and july 2014, a study was carried out to evaluate the safety, feasibility, and one-year efficacy of the endovascular treatment of cfa obstructions with combined use of directional atherectomy (da) and a paclitaxel-coated balloon (dcb). 30 patients underwent pta of a calcified lesion with the use of da and dcb at the common femoral artery. Of this cohort, 25 patients were male (84%) and median age was 78 years (range 55 - 84). Patient medical history included; hypertension, dyslipidaemia, smokers (previous and current), diabetes (non-insulin and insulin dependent) and renal failure. Treatment included the combined use of turbohawk plaque excision system and a prolonged (3 minutes) dilation using in.pact admiral in all cases. Due to the occurrence of flow-limiting dissection, persisting after prolonged dcb dilatation (>5 min), bail-out stenting was necessary in three cases. A protege stent was used in two of these cases. No procedure-related adverse events occurred. During follow-up, restenosis occurred in two patients six months after the index procedure and in one patient at 11 months after the index procedure. In-stent restenosis occurred in one of the patients treated with bail-out stenting. Two tlrs were performed in two patients symptomatic for early onset claudication. For the other patient, no tlr was performed due to the lack of symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.